Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) was at connect yourself/ check patient line during set up on the homechoice (hc) and she just connected, then the power went out, but the hp remained connected which is a use error-reuse of single use product. The hp stated the hc came back on and she did the whole setup again. The hc just got to connect yourself/ check patient line. The technical service representative (tsr) asked the hp if she closed the clamps when the power went out and the hp stated no. The tsr explained how the hc would go back to press go to start if the power goes out in the setup. The tsr explained if the clamps were not closed at load the set the solution can move freely. The tsr explained what can happen to the solution if the clamps are open at load the set. The tsr had the hp close the clamps, disconnect and cycle the power. The hc went to weight, then press go to start. The tsr assisted with getting the set out, recommended the hp contact the registered nurse (rn) and start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only."